Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely root cause of the reported failure is use error.

Event description:
On 08/02/2022, it was reported by a sales representative via sems that a ar-9629 peripheral screw depth gauge is worn. This was discovered during an unspecified time, with no patient effect reported.